Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the temperature of the pump changed just prior to the alarm. The reported issue did not impact the customer's blood glucose (bg) level. Additionally, it was reported that the luer lock connection became unscrewed on multiple occasions. Reportedly, the customer's bg level was elevated. However, the exact value was not provided. The customer addressed bg level with a manual injection. The customer changed the cartridge and infusion set. Additionally, it was reported that the patient line was white in color. Reportedly, the customer believed that the patient line had been bent in the area.